Event description:
It was reported that pump experienced malfunction alarm with code malf 5 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, did not experience repeated malfunction, and was advised to continue using pump and to call back if issue recurred, which customer understood and acknowledged.